Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 343 mg/dl and an insulin injection was administered. Bg lowered to 313. Customer disconnected from the pump. Infusion set site was "ok". Customer had no insulin back-up plan. Upon the request of a healthcare provider, customer went to the emergency room. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.